Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. The reported accuracy issue could not be confirmed. Delivery accuracy testing on the pump was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -8.9%. There was no reported adverse event.

Event description:
Additional information received and will be generated in h 10.

Manufacturer narrative:
Follow up report generated as new information revealed no patient involvement, as event occurred during testing.